Event description:
It was reported that the screw broke during surgery.

Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. A review of the mfg records was not possible, as no lot number was provided.